Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2013, after a dialysis therapy session, blood was found in the venous lumen rupture. The nephrologist was informed, who then ordered a suspension in therapy. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.